Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately proximal-mid calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the lesion was quite difficult to cross, thus inflation was performed at the area where the head was at the area before reaching the lesion. However, the balloon ruptured when inflated at around 4atm due to the calcification. Another non bsc balloon was advanced and inflated and also ruptured. The procedure was completed with a different device. There were no patient complications reported.